Event description:
Complaint is now reportable based on analysis completed on 08/25/2009. It was initially reported that the stent could not cross the lesion; however, the returned product analysis showed a shaft fracture. The lesion was 99% stenosis in the moderately tortuous mid rca (right coronary artery). The 3.0x24mm taxus liberte stent delivery system was advanced to the lesion, but was unable to cross the lesion due to the lesion condition. The procedure was completed with a different device with no pt complications. The pt was reported to be good post procedure.

Manufacturer narrative:
The taxus liberte sds (stent delivery system) was returned for product analysis. The sds with the stent was visually, tactilely and microscopically examined along the entire length; the hypotube was kinked and fractured 31.5cm from the strain relief; near the fracture there were kinks and the hypotube pieces were flat at the fracture. The balloon was tightly folded and the stent was located between the markerbands. There was contrast visible in the distal shaft. Inspection of the remainder of the device presented no other damage or irregularities. The outer diameter of the undamaged portion of the stent was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).